Event description:
During a lavh procedure, the first instrument was fired once and bleeding was noted on the staple line. Another instrument was opened and on the third firing, the staples malformed. No patient consequence. The o.r time was delayed about 5-10 minutes.